Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. The residue point was free of physical damage. It is likely that the handling of the device in reprocessing deviated from the instruction manual. However, a definitive root cause was not determined. The event can be detected/prevented by the following instructions for use which state: instructions for tjf type 150 operation manual chapter 3, ¿preparation and inspection¿ describes how to detect it. Instructions for tjf type 150 reprocessing manual chapter 3, ¿cleaning, disinfection and sterilization procedures¿ section 3.5, ¿manual cleaning¿ describes how to prevent it. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the k-wire component on the duodenovideoscope had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.